Event description:
It was reported that during a total knee procedure, the blade broke at the mount. It was also reported that an x-ray was performed to locate the broken pieces, one of the broken pieces was not retrieved. It was further reported another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was not returned to the MFR for eval. It was discarded. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.